Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical (B)(4) for evaluation. Instead, the suspect external paddles were returned. The external paddles failed visual and functional testing. The paddles were scrapped. The customer received a replacement set of external paddles to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.